Event description:
It was reported that the system 9800 initialized and displayed "low ma" and "interlock open" errors making the system non operational. There was no adverse pt involvement reported. There ws no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the snubber circuit board fuse was open and the battery pack circuit was open. Both the snubber circuit board and the battery pack were replaced. The system output was calibrated and verified to be in specification. The system was tested and found to be working as intended and placed back into service.